Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the integrated electrosurgical unit (iesu). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the unit involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted abdominoperineal resection (apr) surgical procedure, there were multiple c-30 errors that occurred. The surgeon completed the surgical procedure using the vessel sealer extend and the external generator. The customer was unable to specify the delay in the surgical procedure, but confirmed the surgical delay was below 15 minutes. The procedure was completed with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the integrated electrosurgical unit (iesu) for failure analysis investigation. The unit was analyzed and found failure analysis identified a c-00 error recorded in the error log, confirming that the fault occurred in the field. Visual inspection revealed no issues related to the reported event. Unit will be returned to the original equipment manufacturer for further failure analysis and potential repair. The complaint was confirmed based on failure analysis. The probable cause of error c-30 is attributed to a faulty electrical component inside the erbe generator. This error indicates high frequency voltage measurement value too high.